Event description:
The patient has been treated with an emfieldpro magnetic field therapy device. At the outcome of the therapy, the patient complained of pain, itching and the appearance of edematous blisters at the right shoulder, the site of the treatment. Undergoing a dermatological examination, she was diagnosed with an ulcerative outcome of acute dermatitis/physical burn and prescribed antibiotic therapy, as well as topical treatment with application of bandages every 72 hours for one month or complete re-epithelialization. The treatment took place on an area where a tattoo is present.

Manufacturer narrative:
Our clinical department evaluated if there is some known interference between magnetic fields and tattoo colors. International vigilance and literature databases where searched with no result. A study made in 2019 concerning interference between tattoo colors and strong magnetic fields (mrt) came to the same result (https://www.cbs.mpg.de/1037609/20190130).